Event description:
A report was received that the patient had a fracture of both leads which was confirmed via x-ray. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the tails of the lead were the ones that broke and the physician could only remove the broken tails while the rest of the lead was left inside the patients body. The patient underwent a revision procedure wherein the scs system was replaced per physicians preference. The patient was doing well postoperatively.

Event description:
A report was received that the patient had a fracture of both leads which was confirmed via x-ray. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Sc-8120-50(sn:(B)(4)) device evaluation indicated that the leads were fractured. Visual inspection revealed that the returned tails of paddle lead have been damaged and cables are exposed. The damage is a result of a typical explant procedure and it is not considered a failure. Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the leads were fractured and the stimulator hasn¿t worked for five years. Upon receiving, the device was completely depleted. The device was charged in one charge cycle, and linked to a test remote control, and the battery measured 3.93 volts, this result indicated that despite of stimulator hasn¿t work for five years, it still capable of being fully charged under a proper charging method. The device passed the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient had a fracture of both leads which was confirmed via x-ray. The patient will undergo a lead replacement procedure.